Event description:
It was reported that upon interrogation, the pulse generator exhibited diagnostics anomaly. The device also exhibited low lead impedances. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.